Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine checks that the cs100 intra aortic balloon pump (iabp) would automatically shut down after being turned on, indicating a problem with the power module. No patient involvement.